Manufacturer narrative:
Qc prior to the event was within the established ranges. The customer did not run qc after the event prior to recalibration. Bci field service engineer (fse) replaced sodium electrodes and carbon-bridge. Verification testing was performed and the results met the specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 pro synchron clinical system for three patient samples. The results were not reported out of the laboratory. Repeat tests were performed after maintenance and recalibration of the system, and the results were reported. There was no effect to patient treatment.